Event description:
The customer reported that the sweep speed on the boom slows and desynchronizes over time, mismatching the host. Staff can reset the sweep speed from the host software, but it continues to slow back down over time. Staff can also temporarily fix the issue by restarting the fc2010 device, but the issue always returns. Remote support pushed software to the fc2010 device and issue returned. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the sweep speed on the boom slows and desynchronizes over time, mismatching the host. Staff can reset the sweep speed from the host software, but it continues to slow back down over time. Staff can also temporarily fix the issue by restarting the fc2010 device, but the issue always returns. Remote support pushed software to the fc2010 device and issue returned. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.